Event description:
It was reported that this implantable pacemaker recorded atrial tachy response (atr) episodes and more in-depth review was requested to technical services (ts). Ts reviewed the device data and discussed the episodes are potentially related to electromagnetic interference (emi). It was requested to investigate what was the patient doing during the time of the episodes. It was mentioned that the patient is very active, however, the patient does not recall any specific activity that could be related to emi. The case was escalated for a more in-depth review of the signals as the episodes cannot be explained by any changes in the patient habits. After review of the device data, it was discussed that the atr episodes are caused by a far-field r-wave coming from the higher paced rate, causing a far-field r-wave on the right atrial (ra) lead channel. This far-field r-wave together with the sinus rhythm causes an artificial atrial high rate and thus the atr episodes. In addition, it was mentioned that the device could potentially be undersensing atrial signals. Troubleshooting and programming options were provided. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker recorded atrial tachy response (atr) episodes and more in-depth review was requested to technical services (ts). Ts reviewed the device data and discussed the episodes are potentially related to electromagnetic interference (emi). It was requested to investigate what was the patient doing during the time of the episodes. It was mentioned that the patient is very active, however, the patient does not recall any specific activity that could be related to emi. The case was escalated for a more in-depth review of the signals as the episodes cannot be explained by any changes in the patient habits. After review of the device data, it was discussed that the atr episodes are caused by a far-field r-wave coming from the higher paced rate, causing a far-field r-wave on the right atrial (ra) lead channel. This far-field r-wave together with the sinus rhythm causes an artificial atrial high rate and thus the atr episodes. Troubleshooting and programming options were provided. The device remains in service. No adverse patient effects were reported.